Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details will be requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with skinvive¿ by juvéderm. That night, patient had smooth skin when left the office but skin flared and had raised bumps by injections in the evening. Skin sore to touch. Patient was treated with benadryl and claritin. Next day, patient has swelling is better. Half the bumps still raised in area where treated.